Event description:
It was reported the patient was seen for worsening symptoms, not worse than baseline. An impedance check confirmed the patient had high (open) impedances. A revision surgery was performed and the lead and ipg were revised as scheduled. The patient denied any falls, accidents, or intense exercise for the cause.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, neurostimulator: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported the patient was seen for worsening symptoms, not worse than baseline. An impedance check confirmed the patient had high (open) impedances. A revision surgery was performed and the lead and ipg were revised as scheduled. The patient denied any falls, accidents, or intense exercise for the cause.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established. Correction: block e1: initial reporter email.

Event description:
It was reported the patient was seen for worsening symptoms, not worse than baseline. An impedance check confirmed the patient had high (open) impedances. A revision surgery was performed and the lead and ipg were revised as scheduled. The patient denied any falls, accidents, or intense exercise for the cause.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: (B)(4).